Event description:
It was reported that the customer experienced a blood glucose (bg) level of 23 mg/dl and a loss of consciousness. Reportedly, the control-iq algorithm delivered an auto-bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm bg reading was 189 mg/dl, and the meter bg reading was 23 mg/dl. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with a glucagon injection and intravenous saline. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved and no permanent damage. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.